Event description:
It was reported that t:slim x2 pump battery did not charge and caller was unsure whether any power source alert had appeared when issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, after which pump began charging again without shutting down or losing ability to turn on, and no further assistance was required from technical support.